Manufacturer narrative:
(B)(4). The reported complaint of "does not stay inflated - cuff" could not be confirmed since the actual sample was not returned. The customer returned a representative sample in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found with the returned device as it was able to properly inflate and deflate. No leaks were found with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Event description:
It was reported that prior to use in the clinical setting, "the cuff on the endotracheal tube are difficult to inflate and do not hold air/pressure well and are very prone to leaks. [They] do not work during surgical cases requiring trendelenburg with increase in abdominal pressure". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use in the clinical setting, "the cuff on the endotracheal tube are difficult to inflate and do not hold air/pressure well and are very prone to leaks. [They] do not work during surgical cases requiring trendelenburg with increase in abdominal pressure". No patient involvement.